Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had cracks on the battery compartment. The customer also reported that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not working properly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with steady white light on the display and had a constant vibration due to moisture damage on the electronic assembly also, moisture damage was found on the keypad flex tail, battery tube, vibrator and motor assembly. Unable to perform the functional testing, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant white light on the display and constant vibration. The insulin pump had scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window.